Event description:
IV catheter was unable to be advanced after 4 attempts by 3 different rn's. Additional training sessions with smith's medical education team to address concerns with clinical teams are being coordinated.